Manufacturer narrative:
Visual and functional inspections were performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. In this case, the device was prepped prior to use without any leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, it is likely that the balloon interacted with the anatomy causing damage to the outer surface of the balloon resulting in a puncture like balloon rupture during the first inflation at 8 atmospheres as reported. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery. A 6x150mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance, and the balloon ruptured during the first inflation at 8 atmospheres. The device was removed without issue, and an unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.